Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue of an exposed wire. Engineering evaluation noted that the wire was exposed because the yaw pulley notch in between the distal clevis was broken which probably caused the conductor cap and wire to pop out of place. The conductor cap wire slipped out during the engineering evaluation. Engineering evaluation also found corroded clamping pulleys. All of the clamping pulleys had signs of moderate corrosion which was adding friction on the cables. Engineering evaluation concluded that the damage was likely due to improper cleaning. Electrical continuity testing of the instrument passed. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken yaw pulley notch issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that the permanent cautery spatula instrument had an exposed wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.